Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade iii and textured exchange due to the patient's concerns with the device. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii. Clarification to partial date of occurrence b3: 2021 and "feeling pain for several months" was provided.

Event description:
Patient representative reported "psychological stress", "pain in various parts of the chest", "pulling, rubbing, pressing in the breast, sometimes as pain in the arm, armpit and shoulders" and "sleep disturbance". Patient representative further reported, via provider, "capsular contracture baker grade iii". This report is for the right side. Device remains implanted.